Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in inappropriate therapy and inhibition of pacing in a pacemaker dependent patient.